Event description:
Customer stated that the inform meter was missing a connector pin and would not charge. Upon review by the investigation unit, it was found that the connector pins 3 and 4 were missing and the area around the missing pins appeared burnt. Requested return of suspect device and replacement was sent.